Manufacturer narrative:
(B)(4).

Event description:
It reported that a low reservoir alarm occurred on (B)(6), followed by an empty pump reservoir alarm. The pt experienced withdrawal with symptoms of itchiness and increased spasticity. The pt had been on oral meds. The pt was in an emergency room at the time of the report; a physician was performing a pump refill. The current concentration of lioresal being administered via the pump was reported as 500 mcg/ml, while the new concentration was 2000 mcg/ml. It was later reported the pt had missed f/u appointments. The pt experienced symptoms of underdose. The pt was hospitalized. The pump was filled and the concentration was changed (see above). The pt outcome was reported as no injury.